Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02922 pertains to the other device. It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced infections, pain dyspareunia, bowel problems, urinary problems and vaginal scarring/shrinkage. All other information, including the patient's current condition, is unknown and reportedly unavailable.